Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected, and battery status indicators are not reflecting the depletion condition, the power consumption will likely continue to steadily increase. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected, and battery status indicators are not reflecting the depletion condition, the power consumption will likely continue to steadily increase. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received, this ICD was successfully replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected, and battery status indicators are not reflecting the depletion condition, the power consumption will likely continue to steadily increase. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received, this ICD was successfully replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.